Manufacturer narrative:
Reliability analysis unable to confirm insertion anomaly due to customer did not return insertion needle, only sensor.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 84 mg/dl. The customer stated that he was changing out his sensor today. The customer stated that the sensor came apart before he could put it into the serter. The customer stated that he thinks it broke off when he pulled the base off. The customer will be sent a replacement.